Manufacturer narrative:
Investigation summary: troubleshooting determined this event to be consistent with a user-induced slide tracking error. The customer performed option 3 for 6 cycles to clear the analyzer's incubator, confirming that a slide tracking error had occurred. Human error was the cause of this event.

Event description:
The customer obtained biased nh3 patient results while performing a study. The scenario is consistent with a malfunction that could have caused false patient results to be reported. There was no report of patient harm as a result of this event.